Manufacturer narrative:
Na.

Event description:
The customer received a questionable calcium result for one patient sample from the cobas 8000 c 702 module. The initial result was 15.9 mg/dl. The automatic repeat result was 15.8 mg/dl and was reported outside of the laboratory. The doctor questioned the result and the patient was redrawn 20 minutes after the first sample was drawn. The calcium result was 8.5 mg/dl with an automatic repeat result of 8.6 mg/dl. On (B)(4) 2018, the customer repeated both samples. The result from sample 1 was 8.7 mg/dl with an automatic repeat result of 8.8 mg/dl. The result from sample 2 was 8.6 mg/dl with an automatic repeat result of 8.6 mg/dl. The reported result was corrected to 8.7 mg/dl. There was no adverse event. The reagent lot number was 257243 with an expiration date of 31-aug-2018. The field service representative checked and adjusted the reaction cell rinse and checked the gear pump water pressure which were okay. He replaced the reaction disk and reagent probe. He ran system checks and precision testing which were all acceptable.